Manufacturer narrative:
Concomitant medical products: product ID: 37082-40, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37082-40, serial#: (B)(4), implanted: (B)(6) 2011, product other relevant device(s) are: product ID: 37082-40, serial/lot #: (B)(4), ubd: 18-feb-2012, UDI#: (B)(4) ; product ID: 37082-40, serial/lot #: (B)(4), ubd: 14-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an extension revision was done. The reason for the revision was unknown. No further complications were reported.